Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown collarless stem, unknown; 734028000, metasul head, 1656448; 636000053, converge hemispherical porous shell, 60798120; 437228053, metasulâ® standard insert size 28mm x 53mm, 1645881. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00406, 0001822565 - 2018 - 00405. Product location unknown.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent right hip arthroplasty. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
None